Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely clogging of the material in the nozzle led to the malfunction. The cause of the foreign material remained in the device was possibly foreign material not removed since the reprocessing was not conducted properly due to leakage from the glue at bending section cover. However, a conclusive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use: IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: charging coupled device ccd-cover lens is chipped but shows no defect within the field of vision; air leakage is visible underneath the water-tight adhesive area of the bending section cover or distal sheath rubber, which is also worn out; key top 1 rubber is pierced and leaky; light guide rod lens (3x) are cracked; connecting tube had wrinkles; grip unit has wear and tear; switch box unit had wear and tear; universal cord has buckles; angulations are out of specification, and insulation distal end value resistance is out of specification.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited nozzle clogged by a black rubbery material . There were no reports of patient involvement.